Manufacturer narrative:
Results - a conclusive root cause could not be determined for the loose stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the guide wire lumen. The stent implant was loose on the balloon between the markers. There were faint crimp marks on the balloon between the markers. The stent implant was slightly smashed throughout the entire length. There was no other damage noted to the stent implant. The balloon was tightly folded. There were two kinks in the outer member, 15.3 cm and 15.7 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. A laser micrometer was used to measure the stent implant outer diameters and all of the outer diameter measurements were oversized. Product performance engineering reviewed the incident information and the analysis of the returned ultra. It was reported that during preparation, it was noticed that the stent implant was loose on the balloon. The stent was then manually crimped back onto the balloon. The analysis confirmed the stent implant was returned loose on the balloon. The stent was slightly smashed throughout the entire length of the stent. This is consistent with the reported information that the stent was manually re-crimped back onto the balloon. There were slight crimp marks on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. In addition, the stent outer diameters were oversized. Although, the balloon was still tightly folded, the presence of contrast in the inflation lumen confirms that the sds had been prepared for use. It is possible that positive pressure may have inadvertently been applied to the system during prep, causing the stent to slightly expand. All online testing for the lot in question met stent security criteria. The stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. Therefore, in this case, it would appear that the loose stent was related to the operational context of the sds use, a definitive root cause cannot be determined. The lot history record was reviewed. There is no non-conforming material reports associated with this lot number. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: loose stent/no medical intervention, has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that during preparation, the stent of ml ultra 4.5 x 18 mm was loose from the balloon delivery system (it was not crimped onto the balloon delivery). It was attempted to crimp the stent manually by hand onto the balloon delivery but was not able to. Reportedly, there was no patient involvement with this device. No additional event or patient information is available.